Manufacturer narrative:
The reported event was confirmed. The exact cause could not be determined. The visual evaluation of the returned sample noted one opened (no original packaging present), used silicone catheter attached to a drain bag present. Significant calcification and mold-type deposits were noted in both the drain bag tubing and the meter of the drain bag. Visual inspection of the catheter surface noted significant urine deposits on the catheter surface, but otherwise no obvious visible defects were present. The catheter surface was clear. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water). No lumen to lumen leakage was observed and 60:40 balloon concentricity was observed, which was within acceptable specifications. The balloon was allowed to sit for 15 minutes, and no leakage was observed. Balloon deflated 10 ml of solution with no observable resistance or leakage from the inflation lumen or balloon surface. The catheter balloon was then inflated with 10ml of air. A 60ml slip tip catheter syringe was filled with 60ml of methylene blue and then used to flush the catheter surface with flow direction from catheter funnel to drainage eyes. No leakage was observed on the catheter surface, and the catheter balloon did not fill with any of the methylene blue solution, indicating no avenue for urine to fill the catheter balloon. Active length of the catheter balloon was measured (0.6705") and found to be within specification (0.60" - 0.90"). Distance of the drainage eyes from the tip of the catheter was measured (0.4760") and found to be within specification (0.475" +/- 0.005" ref). Length of the catheter was also measured (17.2405") and found to be within specification (17.25 +0.5"/-0.25") as well. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the drain bag product ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that mold-type deposits were noted in the drain bag tubing and the meter of the bag.